Event description:
Customer obtained an erroneously high troponin (accu tni) result for one patient sample. The initial result of 5.22 ng/ml was reported out of the lab and questioned by the physician. Upon repeat testing lower results were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin with a gel barrier tubes and were centrifuged at 3,000 rpm for 10 minutes. The 1st specimen was a short draw. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse verified the hardware performance and all verification testing met published specifications. No hardware issues were noted. Although sample issues were noted, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.